Event description:
It was reported that when the biomed tested the device, the ventricular sensitivity was found way out of specification. The biomed retested the device using the recommended waveform and the ventricular sensitivity passed. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Interconnect flex is out of electrical specification. Device sensitivity is out of specification. Flexes on the interconnect flex and connector of the main printed circuit board assembly are slightly misaligned. Lower case is broken.